Manufacturer narrative:
The event of tissue irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tissue irritation.

Event description:
Healthcare professional reported "irritation of the tissue". This record is for right side. Device has been explanted.